Event description:
It was reported that the catheter no longer runs properly.the catheter was changed. The catheter removal was also very painful.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Due to the photo sample returned we were unable to confirmed the problem as reported and the sample was classified as poor sample condition. Photos received are inadequate to perform evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. - use luer tip syringe to inflate with stated ml of sterile water. Or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter no longer runs properly. The catheter was changed. The catheter removal was also very painful.